Event description:
It is reported that during an orthopedic surgery on (B)(6) 2013 the housing of a sagittal saw attachment became loose. Reportedly this device malfunction caused an approximately 5 minute delay to switch out with a spare device. No further information is available. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records reports the following: part/serial number combination unknown at synthes (B)(4), no DHR review possible.

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated per pmrm and fs-932. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #2520274-2013-01738.